Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the or for elective device and lv lead replacement. Externalized conductors were noted via device imaging. All electrical measurements were normal. Patient was asymptomatic. Lead to be monitored.